Manufacturer narrative:
Device evaluated by MFR. : a synergy xd mr ous 3.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks at several locations along the hypotube, and a break located approximately 26cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on additional information received on 21feb2022. It was reported that shaft break occurred. The 89% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the device could not cross the lesion and the shaft broke due to resistance and calcification while pushing the stent with strong force. The procedure was completed with another of the same device. No patient complications were reported.